Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a single out of range shock impedance measurement of 15 ohms. All other measurements were stable and within normal limits. The patient was brought into the office for further testing and the out of range shock impedance was not able to be replicated. No further testing was performed and the physician has opted to continue to monitor the patient with three month follow ups. The rv lead and ICD remain in service and no adverse patient effects were reported.